Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) by ambulance and was diagnosed with diabetic ketoacidosis (dka). For treatment. The patient's blood glucose (bg) values reached 568 mg/dl. The patient was feeling nauseous with vomiting and having a anxiety attack for treatment, the patient was put on intravenous (IV) fluids, ativan (lorazepam) and insulin;. The pod was worn between 24 and 36 hours on the abdomen. The ketones were large and the pod was discarded. No further details to report.